Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was in 68 degree (fahrenheit) temperature at the time of the alarm. The customer has manual injections available as alternate insulin therapy.